Manufacturer narrative:
The company representative observed that the motor was not working. The company representative reseated the connector on the motor controller board. The iabp was tested to factory specification. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, upon power up, the iabp generated an "electrical test failure code #53" alarm (shuttle transducer offset failure). No patient was involved.